Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen (100.0 mcg/ml at an unknown dose), morphine (2.0 mg/ml at an unknown dose), bupivacaine (12.0 mg/ml at an unknown dose), and clonidine (100.0 mcg/ml at an unknown dose) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient contacted the clinic and reported withdrawal, including increased pain, shaking, and sweating on (B)(6) 2017. He had discussed this with the on call provider over the weekend who instructed the patient to take oral hydrocodone which alleviated the symptoms. On (B)(6) 2017 the patient contacted the clinic again and reported withdrawal. Interrogation revealed that the pump was in stopped mode. Logs indicated 'pump stopped due to command' on (B)(6) 2017 at 15:56. Logs also indicated a pump refill occurred on (B)(6) 2017 at 15:56 though a pump refill was not performed on (B)(6) 2017. The pump was reprogrammed to simple continuous with the programmer. A clinician administered bolus was delivered. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's weight was (B)(6) lbs. The cause of the stopped mode was not determined.